Event description:
It was reported that a bridge bolus was incorrectly performed. It was indicated that the healthcare provider (hcp) just updated the pump to do a bridge bolus and wanted to enter the old dose as the old drug desired dose but entered the new dose. The bridge bolus was cancelled. The pump was reprogrammed with the old dose and concentrations were updated to simple continuous. Immediately after doing that the new concentrations and dose were entered and the bridge was reprogrammed successfully. There were no symptoms or injury reported. The pump was being used to deliver clonidine prialt (ziconotide) and dilaudid (hydromorphone).

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID neu_unknown_prog, lot # unknown, product type programmer, physician. (B)(4).